Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Unable to verify unexpected restart alarm due to button error alarm and no button response. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.